Event description:
Revision surgery - due to fracture and loosening.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-00991; 130-03-735, s809 - trauma, s801 - device cracked/broke, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.